Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 536 mg/dl. Customer stated that she had a cold and that she started a new medication prior to hospitalization. Customer stated that at the hospital she was placed on an insulin drip and IV fluids, as she was dehydrated. Customer also stated that at the hospital they found two stomach ulcers as well as a distended gallbladder that may have lead to high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.